Event description:
Information received with return of the explanted device notes that during a follow-up, the device exhibited long pauses, no magnet response, "sudden pacemaker function" with ventricular pace and loss of atrial sensing. The patient's rate dropped to 40 bpm and there was no pacemaker function.